Event description:
It was reported that the device indicated elective replacement (eri) and had never been opened or introduced to a patient case. The device was not used and was returned for analysis. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4). The device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive.